Event description:
Case description: on an unspecified date, the patient ended up needing surgery to have the needle removed. The outcome for the event "needle broke in skin in the injection site (needle broken)" was recovered. Investigational result: novofine plus 32g x 4mm. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Victoza: no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: investigational result was updated. Imdrf codes: annex b,c, d, g and f were updated. Narrative generated accordingly. Final manufacturer's comment: 05-jun-2021: the suspected device (novofine plus 4mm (32g)) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus 4mm (32g). With the available limited information, wrong injection technique could have contributed to reported event of needle broken leading to needle injury. H3 continued: evaluation summary: investigational result: novofine plus 32g x 4mm. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broke in skin in the injection site [needle issue]. Needle broke in his skin in the injection site [injection site injury]. Needle broke in skin in the injection site and was still stuck in skin [injury associated with device]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle broke in skin in the injection site(needle broken)" with an unspecified onset date, "needle broke in his skin in the injection site(injection site injury)" with an unspecified onset date, "needle broke in skin in the injection site and was still stuck in skin(needle stick/puncture)" with an unspecified onset date, and concerned an adult male patient who was treated with novofine plus (32g) (needle) from unknown start date for "device therapy", victoza (liraglutide) solution for injection, 6 mg/ml (dose, frequency & route used - unk, subcutaneous) (therapy dates - (B)(6) 2021 to unk) from (B)(6) 2021 for "drug use for unknown indication". Dosage regimens: novofine plus (32g): victoza: 13-apr-2021 to not reported. Historical drug: ozempic. On an unknown date, the patient experienced that the needle broke at injection site and was still stuck in skin. Batch numbers were requested. Action taken to novofine plus (32g) was not reported. Action taken to victoza was not reported. The outcome for the event "needle broke in skin in the injection site(needle broken)" was not recovered. The outcome for the event "needle broke in his skin in the injection site(injection site injury)" was not recovered. The outcome for the event "needle broke in skin in the injection site and was still stuck in skin(needle stick/puncture)" was not recovered. Preliminary manufacturer's comment: 21-apr-2021: relevant information on product handling, needle re-use, proper injection technique, training provided by health care professional, needle batch number, sample needles from the same batch are unavailable for complete causality assessment. No conclusion is reached.